Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and confirmed the rv lead recorded high out of range shock impedance measurements which appeared to have been gradually increasing over time. Ts discussed possible causes and programming optimization recommendations with the hcp. At this time, this rv lead remains in service. No adverse patient effects were reported.